Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was frozen. A technical support specialist (tss) found the screen stuck on 'qty found.' Remoted into the system and reset the application. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user closed the drawer too quickly while issuing medication, causing the screen to freeze on the quantity found page. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.